Manufacturer narrative:
Customer indicated the use of a company iii handpiece and viscoelastic. Without the cartridge model, it is unknown if this is a qualified combination. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned in the lens case. Viscoelastic is dried on the lens. The lens has been cut into two pieces typical of removal. No other damage observed. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause for the pc-tear could not be determined. A malfunction has not been indicated against the lens. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol) a posterior capsule rupture occurred. The lens was removed during the initial procedure and replaced with a backup lens. Additional information was requested.